Manufacturer narrative:
Concomitant medical devices: 694765 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead exhibited some evidence of far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.